Event description:
It was reported the patient experienced pain at the implant site. This was stated to have started about a month previous to report. It was indicated the patient would feel pain when they lay on the implant or when they are walking. No pain would be felt when they were sitting or standing. It was noted the patient fell in (B)(6) 2013, but they did not fall on the device. The patient had an x-ray or CT scan of the device and it ¿looked fine.¿ the patient was to see their healthcare provider the following day. After additional review, it was reported that the implantable device was moving around. Additional information stated the patient was ¿still having concerns with their device or therapy but had not sought further help.¿ additional information stated the cause of the event was ¿unknown¿ and that it was ¿likely not device related.¿ the patient¿s physician reported the patient had ¿developed urinary retention¿ and that turning off the patient¿s device resulted in ¿no change in the retention.¿ the physician also noted that the results of the patient¿s neurologic evaluation were ¿unremarkable.¿ it was further stated there were no signs or symptoms associated with the event. Regarding abnormal impedance measurements, it was reported there were ¿none.¿ x-ray results from (B)(6) 2012 indicated there was ¿no change in the lead location since implant.¿ it was reported reprogramming had occurred on ¿multiple dates¿ and ¿didn¿t help.¿ it was noted that surgical intervention had not occurred and the patient had not required hospitalization due to the event. The patient¿s outcome was reported as ¿no injury.¿

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was sufficient to evaluate and investigate because the hcp confirmed that the event was not related to the device. However, there was also insufficient information because cause and resolution of the event are not known. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend pain and adverse voiding function-bladder. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was related to normal or expected complications or performance as disclosed in product labeling. Concomitant medical products: product ID: 3093-28, lot# v880221, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).